Event description:
It was reported that during da vinci-assisted pancreatectomy-distal surgical procedure, maryland bipolar forceps instrument was found to have broken conductor wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and visual inspection did not reveal any damage. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the instrument was inspected prior to use, there was no damage out of the ordinary and it was reported that the surgical task being performed is unknown. There was no loss of cautery, no thermal damage. It is unknown if there was any collision with any other instrument or tool. Nothing fell inside the patient.

Event description:
Refer to h11 for follow-up information.